Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right ventricular lead exhibited capturing of the right atrium, undersensing, and the patient received high voltage therapy due to oversensing of atrial flutter. Programming changes were made. The patient presented on (B)(6) 2018 for lead revision procedure. Fluoroscopy was performed indicating that the right ventricular lead had dislodged. During the procedure, the helix would not retract. The lead was eventually explanted and replaced. The patient was stable post procedure.